Event description:
In 2008, the patient reported that the patient experienced an a4 (cartridge/adapter) alert after changing his insulin cartridge. He stated that he receives this alert frequently. He stated that he had attempted to prime his infusion set 10 times prior to the report. He was able to perform a prime during the call. He reported that he has had many issues with this infusion device. He stated that on the occasion "the pump just quit working and gave no alarm" and during the all the display went blank. He stated that he felt as if he wasn't getting enough insulin and he thought his blood glucose was elevated. He tested his blood glucose and it measured 45 mg/dl. He stated that he had been working all day. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.